Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 168 mg/dl at the time of incident. Customer stated that they had already tried two tubing¿s and still getting no delivery. Customer states they have another infusion set for testing, already tried two different tubings customer states they are able to troubleshoot for a potential reservoir and infusion set issue at this time. Advise customer to assemble a new infusion set with current reservoir. Advise to verify connection is secure. Advise to manually push plunger to see if insulin exits the tubing. Customer states insulin did not exit the tubing. Customer states they have another reservoir for testing.. Advise customer to rewind pump, place reservoir in pump and run manual prime to at least 5.0 units. Customer stated that the pump did not alarm no delivery with manual prime. Advise changing the reservoir resolved the issue. The reservoir will not be returned for analysis.